Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician placed the first mesh leg successfully into the patient's sacrospinous ligament. However, after the physician threw the second mesh leg through the patient's other sacrospinous ligament, he encountered some resistance and the needle detached from the mesh leg, as he attempted to pull it through the ligament with the capio device. The needle fell out of the capio device, outside of the patient; no part of the device detached inside of the patient. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.